Event description:
The customer reported check vent alarm: proximal pressure sensor autozero failed. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reviewed proximal pressure sensor autozero failed (110b) per the manual and discussed recommended repair with the customer. Product support provided the part number for the solenoid valves. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.